Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10 additional contact information: (B)(6). A getinge field service engineer (fse) found that unit had out-of-box failure of the external helium regulator upon system install. Leaking helium very heavily out of what seems to be some type of safety-valve on the bottom of the regulator. Fse replaced helium regulator and re-tested. Unit now passes helium leak test. All tests pass and unit is cleared for clinical use.the defective components were received for further investigation. The helium regulator was observed per the cardiosave service manual part number 0070-00-0639 revision q with visual damage. The failure analysis and testing dept. Could not install the helium regulator into the cardiosave test fixture and verify the leak as per factory specifications per procedure number (B)(4). Revision d and the cardiosave service manual part number 0070-00-0639 revision q. Helium regulator could not be tested do to physical substance (unknown substance in transducer well). Out of box failure. See the attached files for reference. Helium regulator will be held in the fat dept. Per procedure number (B)(4) revision al. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to define.

Event description:
N/a.

Event description:
It was reported that prior to use upon install of newly purchased unit , the cardiosave intra-aortic balloon pump (iabp) unit had a large helium leak coming from the safety valve of the external regulator. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h11. Corrected fields: d4 (UDI), d9 (return to manufacture date), e1 (event site name), h6 (investigation findings and investigation conclusions). Due to character limit in block e1 event site full name is (B)(6).

Manufacturer narrative:
Updated fields: b4, d8, g3, g6, h2, h11. A getinge field service engineer (fse) found that unit had out-of-box failure of the external helium regulator upon system install. Leaking helium very heavily out of what seems to be some type of safety-valve on the bottom of the regulator. Fse replaced helium regulator (d103-00-0637) and re-tested. Unit now passes helium leak test. All tests pass and unit is cleared for clinical use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The following investigation was performed by the technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: tp 19, may 2023. The helium regulator part number 0103-00-0637 s/n (B)(6) was observed per the cardiosave service manual part number 0070-00-0639 revision q with visual damage. The failure analysis and testing dept. Could not install the helium regulator into the cardiosave test fixture serial number (B)(6) and verify the leak as per factory specifications per procedure number 0002-07-d016 revision d and the cardiosave service manual part number 0070-00-0639 revision q. Helium regulator could not be tested do to physical substance (unknown substance in transducer well). Out of box failure. See the attached files for reference. Helium regulator will be held in the fat dept. Per procedure number 0002-07-d008 revision al. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to define. Contaminants may not be fully removed during the supplier cleaning process of the cardiosave high pressure regulator (0103-00-0637).

Event description:
N.a.